Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received nail is found completely broken from its proximal oblong hole. The microscopic view of the breakage surface indicates towards a fatigue failure. Lines of rest are visible in both distal and proximal fragments which shows that the nail has broken in a progressive manner due to repeated loads acting upon it. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, it is confirmed that the nail has got broken in a fatigued manner due to cyclic loading but to establish an exact root cause of the event requested information is missing in terms of x-rays, patient related information and medical records etc. If more information is provided, the case will be reassessed.

Event description:
As reported: " non-union. Nail breakage".

Event description:
As reported: " non-union. Nail breakage".

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.